Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient's pump was alarming 1870. Per reporter, troubleshooting was unsuccessful, reviewed settings and the doctor doesn't want to restart the pump. Rate- 3.0ml/hour, resvol- 86.6ml, given- 51.15ml. Event occurred while use with patient at hospital. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.